Manufacturer narrative:
Investigation: the complaint was investigated for an error message when using the z6ms transducer. The defective transducer was returned, and investigation was performed. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation was being prepped for a cardiac transesophageal echocardiography (tee) procedure. At the beginning of the exam, the transducer prompted a usacquisition 31 error message. The user removed the transducer from the patient and reinserted a new transducer to continue and complete the tee. At the same time, the ultrasound system was rebooted to restore functionality. There was a delay of approximately 10-15 minutes while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.